Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture management weekly trend shows threshold had been approximately 1.5v through (B)(6) 2015, but has been consistently 2.5 v or greater since (B)(6) 2015. Concomitant medical products: :5554-45 lead, implanted:(B)(6) 2004. (B)(4).

Event description:
It was reported that the patient felt shortness of breath from a lowered pulse rate due to pacing failure of the right ventricular (rv) lead. Additionally, the rv lead had a suspected fracture. The lead was capped and replaced. During replacement procedure the patient's right atrial (ra) lead was damaged. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.